Event description:
Reportedly, during the setup of the subject home monitor with the new implant of the patient, it was observed that the status light of the home monitor remains orange. The home monitor was previously paired with the old implant of the patient.

Event description:
Reportedly, during the setup of the subject home monitor with the new implant of the patient, it was observed that the status light of the home monitor remains orange. The home monitor was previously paired with the old implant of the patient.

Manufacturer narrative:
Please refer to the attached analysis report.